Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella rp with smartassist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist & impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella 5.5 with smartassist for use during cardiogenic shock & impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that the impella cp was implanted to support a patient with acute myocardial infarction / cardiogenic shock. During the implant, the cp had purge pressure low and motor current high alarms. The impella stopped and then restarted. While the impella was being placed the patient coded and shortly after placement the patient expired. There is not enough information to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of pump stop and high purge pressure has been completed. The impella device was not returned for evaluation. The failure mode "high purge pressure" is changed to "purge leak - pump" as the clinical details stated there were low purge pressure alarms. The data logs show that the case lasted for 20 minutes. The pump ran for 17 minutes and then experienced a high motor current pump stop. Low purge pressure was seen at the beginning of the case but resolved after 1 minute and remained stable. No other purge issues are noted. There were positioning/suction alarms seen and the motor current/placement signal are not pulsatile before the pump stops. The motor current drops from 400ma to 200ma and pump and the pump was turned off, and then 8 seconds later there is a high motor current pump stop as it was attempted to be turned on. The pump is restarted and then there are suction alarms after. It runs for 28 more seconds and then the pump is removed. The clinical details state that the patient was coding upon impella placement. The root cause of the temporary pump stop could not be determined. The root cause of the purge leak - pump could not be determined since product was not returned.